Event description:
Patient in room on table ready for catheterization, time out and sedation given, access obtained. Unable to control x-ray table (move, raise or lower), rebooted unsuccessfully x 3, called for support. Manufacturer response for system, x-ray, angiographic, (allura xper) (per site reporter), replaced failure part.